Event description:
The end user alleges family member threw a blanket at pt which hit the controller causing the unit to turn on and run into a wall. The end user sustained fifteen stitches to pt's toe.